Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with approximately 300 units of insulin. The customer's blood glucose (bg) level was not impacted due to the fill estimate issue. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. In addition, the customer experienced fluctuating bg levels from 40 to 300 (mg/dl). Reportedly, the customer lost weight and had not adjusted the pump settings to compensate. The customer drank juice and consumed carbohydrates to address bg level. A recommendation was made for the customer to discuss settings and bg levels with a healthcare provider.